Manufacturer narrative:
Argus case (B)(4).

Event description:
I was choking and it's making me cough for 5-6 days [choking]. I opened this bottle and sprayed it to my mouth and it felt like it went on fire [burning mouth]. I was choking and it's making me cough for 5-6 days/ . I still have an irritant cough. [Cough]. It was like fire on my throat [burning in throat]. My throat still hurts over a week. [Throat pain]. Case description: this case was reported by a consumer and described the occurrence of choking in a (B)(6) female patient who received glycerin (biotene mouth spray (savannah)) oromucosal spray (batch number 5h061, expiry date 31st july 2017) for dry mouth. On an unknown date, the patient started biotene mouth spray (savannah). On an unknown date, an unknown time after starting biotene mouth spray (savannah), the patient experienced choking (serious criteria gsk medically significant), burning mouth, cough, burning in throat, throat pain and expired device used. Biotene mouth spray (savannah) was discontinued in (B)(6) 2019 (dechallenge was negative). On an unknown date, the outcome of the choking, burning mouth, cough, burning in throat and throat pain were not recovered/not resolved and the outcome of the expired device used was unknown. It was unknown if the reporter considered the choking, burning in throat and throat pain to be related to biotene mouth spray (savannah). The reporter considered the burning mouth and cough to be related to biotene mouth spray (savannah). Additional information: adverse event information was received via call on 8 july 2019. The consumer reported that "I've been using biotene mouth spray for years. I opened this bottle and sprayed it to my mouth and it felt like it went on fire. I was choking and it's making me cough for 5 to 6 days. I don't know it was like fire on my throat. My coughing was persistent. The expiration date was july 2017. I've used batches that have expired dates. The last one I've used it two weeks ago. I have to quit down and clear my throat. It's not completely gone. My throat still hurts over a week. I still have an irritant cough".